Manufacturer narrative:
The insulin pump passed displacement test and a21 test. No unexpected a21 error alarm noted. The insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.